Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 300, 100 mg/dl (last week) and 362, 140 mg/dl (this week). Tests were done within 10 minutes with a difference of 89% (last week) and 78% (this week). Patient did not experience any adverse events. No further information has been reported.